Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported not happy with the end results. The patient said that they have two concerns, their front teeth seem to be up higher in the center and lower on the outer parts. The patient stated that it feels like their two front teeth need their outer corners lifted, which would probably mean more micro-adjusting with the other teeth as well to make a little more room. My one complaint is that my incisors seem to be lower in the outer corners, I want them to be pushed up more if at all possible. The clinical support assessment team noted tipping confirmed for tooth #8 and was advised a 14-day rest per.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.